Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate stimulation. X-ray imaging confirmed lead migration. Reprogramming was performed and unable to restore adequate stimulation. A lead revision was completed to resolve the issue. It was noted that non-saluda anchors were used to secure the patient¿s original leads.

Manufacturer narrative:
A quantity of two (2) implanted leads were from the same lot.